Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found cracked front and rear housing. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the real time clock was the root cause. The rtc battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an rtc battery problem. There was unknown patient involvement.